Manufacturer narrative:
(B)(4). Conclusion: the component that failed was found to be unrelated to the recalled component.

Event description:
The device is part of a recall population and upon receipt it was found to be failing selftest.